Event description:
It was reported that the patient was not getting adequate relief. The patient underwent an ipg replacement procedure and doing well post operatively. The explanted device was disposed at the facility.